Manufacturer narrative:
The insulin pump was received with operating currents within specifications. Device passed self test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomalies were noted during testing. The motor was tested outside the device and passed. Device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly. The insulin pump was saying that the insulin pump had no insulin but it was making her rewind. However, when she took it out there was 50 units or more. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.